Event description:
Failed no sensor (device issue). No adverse event. This initial device case report was received on 25 november 2014 from a respiratory therapist (rt) in the united states who called to speak with ikaria technical services regarding a device issue with inomax dsir # ds20101143. The device was in use on a pt at the time of the device issue and no pt harm was reported. On (B)(6) 2014, the rt reported a failed no sensor on inomax dsir # ds20101143. A low calibration and a high calibration were performed but the failure remained. Inomax dsir# ds20101143 was removed from service and returned to ikaria for service investigation. Investigational results were received on (B)(6) 2015. Case comment (B)(6) 2015: this device case did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR 3004531588-2013-00022).

Manufacturer narrative:
(B)(4). The device investigation was completed on 6 january 2015. Device was returned to the MFR for service investigation. The ikaria regional service ctr (rsc) reviewed the service log and findings confirmed the reported complaint of a failed no (nitric oxide) cell alarm which was immediately preceded by a failed low no cell calibration with high point counts of 1209 and low point counts of 1630. The service log also revealed a delivery failure (df) alarm with monitored no > absolute max of 100 parts per million (ppm). Actual value: 105. Elevated low point counts during the calibration were consistent with the misbehaving no cell with the elevated counts possibly contributing to the df that occurred prior to the failed low calibration. The rsc also experienced the reported complaints of a failed no cell alarm, failed low no cell calibration alarm and failed high no cell calibration alarm. The rsc replaced the no cell. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident is a no calibration low counts above maximum. The condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).